Event description:
A foley catheter balloon ruptured during a procedure. The foley catheter was discontinued at the end of the procedure.

Manufacturer narrative:
A foley catheter balloon ruptured during a procedure. The foley catheter was discontinued at the end of the procedure. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.